Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit his head at school in (B)(6) 2025. Afterwards, he started to hear less than before. The user still performs well with his other side.

Event description:
The user fell and hit his head at school in (B)(6) 2025. Afterwards, he started to hear less than before. The user still performs well with his other side. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the reference electrode due to the reported external mechanical impact appears to be likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation took place, but the device has not been received for investigation yet.

Event description:
The user fell and hit his head at school in february 2025. Afterwards, he started to hear less than before. The user still performs well with his other side. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.